Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that during a preventative maintenance (pm) by the customer, the iabp display shut off. Fault codes 111 and 112 were observed upon evaluation. To remedy this, as per service manual, the fse reloaded b.14, reinstalled b.14 and tested to factory specifications. The fse then cleaned the display head as a precautionary measure. A complete pm with full calibration, functional testing and safety check to factory specifications was done. The iabp passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use.

Event description:
During a preventative maintenance (pm) by the customer, it was reported that the intra-aortic balloon pump (iabp) had no display. There was no patient involvement, therefore, no adverse event reported.